Manufacturer narrative:
Unique identifier (UDI): (B)(4). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested with accu-chek inform ii meter serial number (B)(4). The capillary results at 3:15 were 529 mg/dl and 259 mg/dl. The reporter did not know which result was believed to be correct.